Event description:
The info received from the affiliate states that the physician had difficulty deploying the stent at the lesion. The info states that the physician had some difficulty advancing the stent delivery system to the lesion. Upon inflation of the balloon the stent would not deploy. There was no info provided about the target lesion. Multiple attempts to acquire add'l info have been made, and have been unsuccessful.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.